Manufacturer narrative:
Reported event: 207084; straight cup reamer handle 06020712 is the lot code and the reamer basquet/reamer handle interface broke. No harm to the patient but a case delay was observed. Device evaluation and results: visual inspection: visual inspection shows that the part was received in two pieces. Appears to have sheared at the threads distal tip where it connects with the 207083 hip reamer shaft. Dimensional inspection: dimensional inspection was not completed, visual inspection clearly shows the failure of the device. Functional inspection: failure of device prevents functional analysis from being completed. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 08/24/2012, (B)(4) devices were manufactured and accepted into final stock on 10/02/2012, and (B)(4) devices were manufactured and accepted into final stock on 11/08/2012 . No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to 207084, lot number 06020712 shows 1 complaint related to the failure in this investigation. This complaint is (B)(4). Tracking of complaints related to the 207084 part number will be tracked through quarterly trend request (B)(4). Conclusions: investigation of the part confirmed the part failure to a known failure mode. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the reamer handle broke. This did not negatively impact the case and the outcome was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the reamer handle broke. This did not negatively impact the case and the outcome was successful.